Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 484 mg/dl at the time of incident. The customer¿s also reported other blood glucose level such as over 400 mg/dl. The customer was reported that they received calibration alert. The insulin pump will not be returned for analysis.